Manufacturer narrative:
Device history record could not be reviewed as a lot code number was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer indicated that her tampon broke in half upon removal and pieces remained inside of her.